Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. Extracted data using approved software and sensor state found to be 5 (indicating normal termination). Adhesive patch was returned and was not peeling from the sensor mount. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found, and all processes were effective. No further investigation is required.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation, itching, bleeding, and "erosion" and had contact with a healthcare professional who prescribed betesil (betamethasone) 2.25mg medicated patch and nerisone (diflucortolone) 0.1g topical steroid for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation, itching, bleeding, and "erosion" and had contact with a healthcare professional who prescribed betesil (betamethasone) 2.25mg medicated patch and nerisone (diflucortolone) 0.1g topical steroid for treatment. There was no report of death or permanent injury associated with this event.